Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastroplasty laparoscopic procedure, the surgeon was unable to squeeze the handle and the device did not fire after pressing the green button. Another device was used to complete the case. There was no patient injury.